Event description:
The customer reported that prior to the start of the procedure, the device self-activated when it was connected to the generator. Reportedly, it self-activated when it was hand-held as well as when it was at rest. There was no harm to the pt or staff, and another device was opened and used for the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.